Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, because of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited high impedance. The asymptomatic patient presented in clinic for device check. Upon review of the remote transmission, the impedance issue started on (B)(6) 2018. The patient presented to the operating room for pocket revision. During procedure, it was noted that the setscrew was loose to the right ventricular lead. The screw was tightened and the device resumed normal functions. The device was checked multiple times post operation and all electrical measurements were in range. The patient was in stable condition throughout the event and would continued to be monitored.